Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had an infection the year before their current device was implanted. They stated that their battery was taken out because the infection was around it. The patient noted the infection was in the skin, red, swollen, and probably secondary to the battery change because they didn't keep an airway. The patient stated they have sleep apnea, so they had to turn over to get their airway open. No further complications were reported. Indication for use is unknown.